Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did goes back and forth to rewind then fill cannula and did not go any further. The customer¿s blood glucose was 273 mg/dl at the time of incident. The customer stated that while wearing the insulin pump with a clip the insulin pump slid up to her clothes then drops on the floor. The insulin pump will be returned for analysis.